Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting inconsistent sensor glucose and blood glucose readings. Customer stated that she keeps getting threshold suspend alarms and has been wearing the sensor for 4 days. Customer stated that she inserted the sensor on her hip and it moves around the backside of the body. Customer stated that she was walking around the mall. Customer's blood glucose is 101 mg/dl. Customer's sensor glucose value is 49 mg/dl. Difference between readings is not within an acceptable range. Troubleshooting was performed and customer is not going to continue using the current sensor. Customer stated that she will remove the sensor and return it. Customer also stated that the transmitter is cracked.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.